Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds. Subsequently, the patient underwent a revision surgery in which this rv was surgically capped, and a new lead was implanted. During this surgery, the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. No additional adverse patient effects were reported.